Event description:
Subsequent to the initial medwatch report, additional information received indicates that the patient experienced a spontaneous non q-wave myocardial infarction caused by the target vessel. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Myocardial infarction is a known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.there was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that approximately one year post stenting procedure in the first obtuse marginal artery with one 3.0 x 18 xience v stent, the patient was hospitalized with chest pain. The cardiac enzymes were slightly elevated but the ECG showed no myocardial infarction. On (B)(6) 2011 the patient underwent percutaneous coronary revascularization for in-segment proximal edge stenosis in the index target lesion and placement of drug eluting stent. The patient was started on the anti-platelet medication, prasugrel. The patient's condition resolved and the patient was discharged on (B)(6) 2011. There was no adverse patient sequela. Though requested, there was no additional information provided.